Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized for hypoglycemia event twice. Customer's blood glucose was unknown. Customer had a seizure while sleeping. Paramedics were called. Customer treated low blood glucose with food and juice. Customer's blood glucose rose to 200 mg/dl. After troubleshooting, customer will not be returning the device for analysis.